Manufacturer narrative:
(B)(6). Device investigation narrative - one 4.5mm cannulated endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. Drill head has split at one flute. The drill shaft is bent approximately mid-point of its length. The break site is damaged in a manner that is consistent with contact with a bent guide wire. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that the endobutton drill bit 4.5 broke off while drilling femoral tunnel in acl. All pieces were retrieved. Another was opened and used. There was no harm to the patient. There was a reported short delay of less than 30 minutes.